Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the delivery catheter failed to deploy the leadless pacemaker. While removing the catheter and device from the patient's body the device's helix was sprung. The device was not used, and a new one was implanted. The patient was recovering.

Event description:
New information received indicated that the physician was unable to activate tether mode adequately and the device could not be released after fixation.

Manufacturer narrative:
The reported event of stretched helix was confirmed, and the event of separation failure was not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Further analysis performed indicated the device exhibited normal device characteristics. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.